Event description:
Per medwatch form received, "surgeon attempted to remove jackson pratt catheter from the mid back on a pt who was 3 days post operative for lumbar laminectomy. The surgeon states there was a failure between the interconnection outflow and the drain portion leading to inability to discontinue leading to a portion of retained tubing. An additional surgical procedure was required in attempts to remove the retained jp tubing. Initially, ultrasound and a hemostat were used to find and remove the drain. After three attempts, decision was made to make a small incision (approx 1/2 inch). The drain was visualized and removed without sequelae."

Manufacturer narrative:
Info has been forwarded to the supplier. Results of investigation pending. A follow-up medwatch report will be filed. The reporter does want their identity disclosed. Additional info from voluntary report: (B)(6).